Event description:
Customer reported hospitalization due to high blood glucose. The current blood glucose reading is over 250 mg/dl. Customer is sick to the stomach, moody and tired. Customer treated with insulin pump. The blood glucose reading at the time of the event was over 500 mg/dl. Customer stated that she was having issues with the infusion sets. Diagnosed diabetes ketoacidosis. The infusion set was occluded. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.